Event description:
Pt went to the emergency room for sepsis due to his blood glucose being out of control. The pt is very ill and stated he only has (B)(6) months to live. The pt takes many medications. Pt stated that he has been admitted to the hospital "several times" due to high bg, but he has no details as to when the hospitalizations took place as his memory is not that good. He did recall that one time the site was bleeding and insulin was leaking and having to take two 15 unit insulin pens to get his bg down. The pt's endocrinologist told him that he should have his pdm replaced due to "no warning of high bg". However, it should be noted that continuous glucose monitoring is not a function of the device.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and sepsis. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And advises "you can avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often."